Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed bruising and a cut from the lifevest due to tight fit. Patient was sent larger garments. There was no alleged device malfunction contributing to the irritation. Patient reported applying a bandage and using lotion that was provided to him while hospitalized. Patient advised his doctor approved end of use due to irritation. Follow up indicated that the skin irritation has improved.